Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(6), batch: 7148034.

Event description:
It was reported that patient a fluid discharge at the back. It was noted that patient was placed on antibiotics and was doing well. The patient underwent a spinal cord stimulator lead explant procedure. The explanted device will not be returned as it was disposed.